Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone.

Event description:
The customer reported abnormally elevated white blood cell (wbc) on all patient samples involving the coulter act 5diff autoloader (al). The customer replaced the wbc lyse reagent after performing controls and cycled a patient sample which recovered high, out of the normal reference range basophil (ba), with a 9.1 wbc count. The customer retested the sample and recovered 44,000 wbc count. The customer cycled multiple patient samples and all the patient results recovered 40,000 or higher wbc counts. The customer completed manual smears and noted the wbc counts did not correlate. The elevated wbc count from the instrument was not released out of the laboratory. There was no patient consequence associated with this event. The field service engineer (fse) had the customer replace the wbc lyse reagent, prime multiple times, and perform controls. This resolved the wbc and ba recovery issues. The instrument was returned to normal operation.